Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by customer that they were having difficulty with mannitol infusions occluding their filters that they are using.

Manufacturer narrative:
Investigation results: it was reported that there are issues with the filter extension set. Three photos were taken by the customer of the sample and packaging. The photos do not confirm the complaint. Due to no sample being returned for investigation, no investigation can be conducted and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.